Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, immobilization, difficulty ambulating and large amounts of toxic cobalt chromium metal ion particles to be released into the tissue. Update rec'd (B)(4) 2013- pfs and medical records received. Part/lot was provided. Operative notes indicated a small proximal crack while trying to seat the sleeve. The sleeve has now been reported. There is no new additional information that would affect the existing MDR decision.